Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d4 catalog # as the catalog # that was initally submitted was incorrect as it was missing the (-) in the code.

Manufacturer narrative:
A3b: gender: n/a. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: september 2023. 1. Investigation of the actual sample: 1.1 visual inspection of the actual sample: the wire had been exposed from the distal end to approximately 1mm from the distal end. 1.2 magnifying inspection of the actual sample the fractured section of outer layer had a torn shape. There was a gold coil at the end of outer layer. No anomaly such as a scratch was found in other sections. 1.3 electron microscopic inspection of the actual sample the wire at the fractured section had been tapered. However, since the involved section was in the vicinity of the starting point of taper processing (processing in which the diameter was tapered toward the distal end), the shape of wire was unclear. There was a dimple pattern on the fractured surface at the fractured section of wire. 1.4 measurement of the dimension outer diameter of the normal section: it met the factory's specifications. No anomaly was found. 1.5 magnifying inspection of the inside of normal product with the involved product code taper processing length: approximately 1mm since the fractured section of actual wire was in the vicinity of the starting point of taper processing, the missing length of wire was likely to be approximately 1mm. There was a gold coil on the rear end side from the starting point of taper processing. Since the gold coil was found at the end of the outer layer of actual sample, the missing length of gold coil was likely to be approximately 1mm. From the condition of actual sample, the missing length in the outer layer was likely to be approx. 2mm, which was the sum of the missing length of wire and the exposed length of wire. 2. Record review: 2.1 review of the manufacturing record and the shipping inspection record of the product with the september, 2023 lot: (39k) confirmed that there was not any anomaly in them. 2.2 a search of the complaint file found no other similar report of the product with the september, 2023 lot: (39k) from other facilities. 3. Simulation test: following simulation test was performed regarding the fracture on the guidewire. We have been aware that there was regularity in the condition of wire depending on the mechanism leading to the fracture. [When applying pulling force while applying holding force to the distal end]. The wire at the fractured section was tapered. However, since the involved section was in the vicinity of the starting point of taper processing, the shape of wire was unclear. There was a dimple pattern on the fractured surface at the fractured section of wire. From the test result, this condition was likely to be similar to that of the actual sample. 4. Cause of occurrence/conclusion: based on the investigation result, no anomaly was found in the manufacturing record, the shipping inspection record, and dimensions of the actual sample. As a possible cause of this case, it was likely that the distal end of actual sample was held by some object (e.g. Stenotic segment) and pulling force was applied, causing the distal end to fracture. The missing length of actual sample was likely to be approximately 2mm, including approximately 1mm of the wire and approximately 1mm of the gold coil. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seemsimproper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when the involved product was combined with an mtw cannula during bile duct cannulation, the distal end of guidewire was fractured. It was remained inside the bile duct. During an endoscopic retrograde cholangio pancreatography (ercp) case, when attempting to use a guidewire to break through a stenosis in the bile duct, the distal end of guidewire fractured and dislodged into the patient's bile duct. The device was replaced and the procedure was completed. The dislodged piece could not be removed and remained in the patient's bile duct. Detailed information about patient outcomes has not obtained. The distal end of product remained in the patient's body. The procedure was completed successfully. The patient was harmed but not seriously.